Event description:
On 16 january 2014, a 25mm trifecta valve that expired on 5 may 2015 was implanted. On 21 august 2018, the patient presented at the hospital and echocardiogram confirmed tears in the cusp. The device was explanted and replaced with a liva nova percival aortic bioprosthesis (size unknown). The patient is reported to be discharged. The patient had a history of cardiomyopathy, stenosis, coronary artery bypass, and congestive heart failure.

Manufacturer narrative:
The reported event of ¿tears in the cusp¿ were confirmed. Leaflets 1 and 2 contained tears in the returned 25mm trifecta valve. Fibrous pannus ingrowth on both inflow and outflow surfaces were observed. The fibrous pannus ingrowth on the inflow surface narrowed the inflow diameter of the valve. The fibrous pannus ingrowth on the outflow surface was limited to the partially removed sewing cuff. Fibrous thickening was observed on all three leaflets. No acute inflammation or significant calcifications were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, information from the field indicated the patient had " a history of cardiomyopathy, stenosis, coronary artery bypass, and congestive heart failure."

Event description:
On (B)(6) 2016, a 25mm trifecta valve that expired on (B)(6) 2015 was implanted. On (B)(6) 2018, the patient presented at the hospital and echocardiogram confirmed tears in the cusp. The device was explanted and replaced with a liva nova percival aortic bioprosthesis (size unknown). The patient is reported to be discharged. The patient had a history of cardiomyopathy, stenosis, coronary artery bypass, and congestive heart failure.

Event description:
On (B)(6) 2016, a 25mm trifecta valve was implanted. On (B)(6) 2018, the patient presented at the hospital and echocardiogram confirmed tears in the cusp. The device was explanted and replaced with a liva nova percival aortic bioprosthesis (size unknown). The patient is reported to be discharged. The patient had a history of cardiomyopathy, stenosis, coronary artery bypass, and congestive heart failure.